Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is non-verifiable. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The database was not reviewed for the screws involved in this case due to the lot numbers being unknown. There are no indications of manufacturing defects. The most likely underlying cause of the complaint could not be determined, though it is possible that the fracture is related to patient activity. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: date of this report, describe event or problem, device availability, date received by manufacturer, type of report, follow up type, device evaluated by manufacturer, method code, results code, conclusions code, additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for evaluation as it remains implanted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00455, 0001032347-2019-00456, 0001032347-2019-00457, 0001032347-2019-00458, 0001032347-2019-00460. Medical products: tmj system left fossa component small, cat# 24-6563, lot# 661630; tmj system left standard mandibular component, cat# 24-6551, lot# 703160; "2.4mm" system high torque (ht) cross-drive screw, cat# 91-2708, lot# unk; "2.4mm" system high torque (ht) cross-drive screw, cat# 91-2710, lot# unk; tmj system cross drive fossa screw, cat# 99-6577, lot# unk; tmj system cross drive fossa screw, cat# 99-6579, lot# unk. Occupation: patient¿s grandmother and caregiver.

Event description:
It was reported that a crack in the patient's temporomandibular implant was discovered by x-ray following wisdom teeth extraction. The patient was involved in a motorcycle accident in (B)(6) 2018 that resulted in significant bodily trauma and mental impairment. The device remains implanted and there is no plan at this time for removal. No additional patient consequences were reported.